Event description:
The customer received blood glucose readings of 345 and 360mg/dl on the contour next link., re-tested on a different meter and the reading was 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Product was not expected to be returned for investigation. Strips and control were sent to the customer.